Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced feeling weak. The cgm reading was low (less than 40 mg/dl), and when a fingerstick was taken it showed a reading over 1000 mg/dl, but no specific reading was reported. The patient went to the hospital with their wife, and when a fingerstick was taken the cgm reading was 120 mg/dl, and the blood glucose reading was 1084 mg/dl. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient was treated with intravenous insulin and fluids. An MRI and CT (computerized tomography) scan were made, but no results were reported. The patient was discharged after 6 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable but was still feeling weak. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.